Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the last shot at the bottom of the stomach in a gastric bypass, surgeon was able to press the green button but could not squeeze the handle. Device was not able to fire. Surgeon replaced the reload to resolve the issue. No patient injury.